Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, that was identified in the clinic as a loss of capture (loc) and confirmed by fluoroscopy. A new lead was implanted successfully. No additional adverse patient effects were reported.